Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 4. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced issue with 4 infusion sets adhesive on (B)(6) 2024. The infusion set came off. One set fell as it got well, while one got caught off while closing the drawer and got detached from stomach and bled. No further information available.